Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with cracked case battery compartment, damage to the top of reservoir compartment and incorrect date/time in the pump. The customer reported blood glucose value of 464 mg/dl and diabetic ketoacidosis and was hospitalized and treated with intravenous insulin infusion and manual injection. The customer also experienced symptoms of headache, dehydration, vomiting, extremity pain and cramps at the time of hospitalization. The event involved product(s) mmt-1884l, mmt-332a, unomedical. Troubleshooting was performed. The customer had been using the insulin pump system within 48 hours of the reported event. And its unknown whether the auto mode feature was active at the time of the event. No further patient complications were reported. Mmt-1884l was requested and customer response was the device will be returned. No product return is required for mmt-332a. No product return is required for unomedical.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the customer reported hyperglycemia and diabetic ketoacidosis treated by discontinue use of insulin delivery system.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0873 inches. The pump was programmed with the correct time and date. The pump was monitored for 2 days. No time loss/time gain noted. Display anomaly-date/time-related problem not confirmed. The pump was received with cracked battery tube threads, cracked case at the battery tube side and a partially broken retainer ring. The pump also had dog chew marks on the reservoir compartment and on the retainer ring. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: minor scratched display window, missing display window cover, scratched case and pillowing keypad overlay. The pump was received without a battery. The pump was received without the battery cap. Unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered surrounding the event date of 15-mar-2025 listed on smartsolve due to insufficient data in the trace/history files. Perform the history review 1 week prior to the event date 15-mar-2025 in the pump history file and found lost sensor alert on 03/09/2025, on 03/10/2025, on 03/12/2025 and on 03/15/2025. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.0 mv). The pump passed the functional testing. Unable to confirm alleged high bgs/dka. Display anomaly-date/time-related problem not confirmed. Cosmetic damage was confirmed at the back of the pump, the reservoir compartment and retainer ring. Damage- cracked case battery tube confirmed. Damage- damage reservoir tube confirmed. Damage-retainer ring damage confirmed. Damage-reservoir unable to lock into place not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.